Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported that the monitor was freezing intermittently. No pt harm was reported.